Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the device check, noise was observed on the lead which was detected as an aborted vf shock. The device was reprogrammed and the patient will be scheduled for a new pace/sense lead in 4-6 weeks. It was also noted that in 2007, noise was observed and the therapy was also aborted.